Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, all the keypad buttons responded to user inputs during testing; however, there was evidence of adhesive/contamination found under all the key contacts.

Event description:
It was reported that the keypad buttons presses did not activate desired pump functions. The keypad buttons reportedly have to be pressed with additional force and several times for a response. The keypad is intact. There was no adverse event associated with this complaint.